Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents an electrical interface malfunction. The malfunction occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4,d8,h2,h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed, screen flickering, e222 error and a transmitter and receiver (rx) module failure. A root cause could not be identified. Based on the results of the investigation, no cause could be determined for the electrical interface failure (video connector failure) malfunction. However, the cause of the 'no image displayed' issue is a fault in the transmitter and receiver (rx) module. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.